Event description:
Same pt as 2134265-2008-02993. It was reported that during a coronary stenting treatment procedure, there was resistance and when removed, stent damage was observed. The lesion being treated was a highly tortuous double curved portion of the right coronary artery (rca). The physician attempted to replaced a 5.0 x 12 mm liberte' bare metal stent through a catheter into the coronary arteries. He felt resistance at the distal end of the catheter and the ostium of the artery. Due to this, the entire assembly was pulled out and it was observed that in the proximal end of the stent was not properly crimped over the balloon, and it was observed that in the proximal end of the stent, one of the struts was slightly lifted. No patient complications were reported. Pt status reported as "unk". The procedure was completed with a different device.